Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device has a white screen and the service indicator is illuminated. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
After multiple unsuccessful attempts to follow up on the status of the device, it is unknown if the reported issue has been resolved. The device has not been returned to physio-control for evaluation.  The cause of the reported issue could not be determined.